Event description:
On may 25, 2016 the lay user/patient contacted lifescan alleging that their onetouch meter was reading inaccurately and had an issue with the display. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient reported that the issue occurred over one year ago and they no longer had the product available. As a result, the cca was unable to determine exactly which onetouch product the patient was using. The patient was unable to provide any further details around the alleged inaccuracy and display issue. The patient manages their diabetes with an insulin pump. The patient reported consuming more food/drink in response to the alleged issue. The patient reported developing symptoms of ¿blurry vision and bottomed out¿ on an unknown date in (B)(6) 2015. The patient reported going to the emergency room where they were treated with food/drink. The patient could not recall any blood glucose readings from this time. This complaint is being reported because the patient may have suffered a serious injury requiring hcp treatment while using the subject meter.